Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a procedure on (B)(6) 2013, it was reported the doctor could not the lock 85mm pfna-ii blade after insertion. The surgeon tried to insert a 90mm pfna-ii blade and it resulted in the blade not being able to be locked as well. The surgeon then tried to insert another 85mm pfna-ii blade and he was able to lock the blade without any problem. This is 2 of 2 reports for the same event, complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. We have forwarded the complained devices to the responsible development engineer for evaluation. It is visible that the hexagonal drive shows slightly marks of use. Article: 04.027.052s was produced on 12th september 2012. A functional test was performed. No deviation to the specification of those articles could be found. Therefore, we are not able to comprehend the mentioned problem. The manufacturing documents were reviewed and no discrepancies to the specifications where found. No product fault could be detected.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code: hwc. The 510k#: device is not distributed in the united states, but is similar to device marketed in the USA. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing records were reviewed and no complaint related issues were found.